Event description:
A report was received that stated the pump alarmed "error code 44510." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was received for evaluation. Visual inspection of the device at start-up confirmed the reported alarm condition; upon power-up of the device, error code 44510 was displayed. Therefore, the circuit board was replaced. Following repair, the device passed all function and delivery testing.